Event description:
It was reported 5 bd q-syte luer access split septum had their luer-lock collars break. The following information was provided by the initial reporter, translated from (B)(6): "...the plastic joint ruptured during q-syte use..."

Manufacturer narrative:
(B)(6). Investigation summary: bd received two photos and one video. During inspection of the photos, it was observed that the top body of q-syte had been crushed and separated at the base of the neck. In the video, the neck was seen to be completely separated from the main body of the q-syte and broken into multiple pieces. The pieces of the q-stye appeared to still be attached to the device by the adhesive between the top disk and the polycarbonate. The reported defect was confirmed. During manufacturing, high impact may result in damage to the top body. In the user environment, the damage may have originated from over torquing the q-syte or from incompatibility with the infusion fluid. Without the device for further inspection, bd was unable to determine which scenario was more likely. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.